Event description:
It was reported that the product had a small pin hole in the outer packaging. No pt involvement was reported. Returned device analysis noted that the holes are in the sterile pouch. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire was returned in its sealed tyvek pouch and there was no damage noted to the guide wire. The tyvek pouch had two holes in the clear plastic, confirming the reported damage to the packaging. The entire area of the tyvek pouch was wrinkled. Additionally, the tyvek pouch was sent for scanning electron microscope (sem), which determined that the holes and damage to the package may possibly be attributed to abrasion on the outer surface against a component on the inner surface. Factors that may contribute to a hole in the tyvek pouch include, but are not limited to, manufacturing, transportation, handling at the distributor, handling during inventory storage and/ or handling during unpacking. To ensure this is not the result of a manufacturing deficiency, 100% inspection of the tyvek pouch is performed during the manufacturing process. Wrinkling of the tyvek pouch noted during analysis may have been a result of handling when packaging for return to abbott vascular, as this was not noted with the case description. There was no nonconforming material records for this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for this part and lot. While a conclusive cause for the holes and damage to the tyvek pouch could not be determined, a field discrepancy notification (fdn) has been initiated to notify manufacturing of this incident. Although a conclusive cause could not be determined, as corrective action, field discrepancy notification, fdn action (B)(4) was initiated on 11/17/10. All further investigation into the root cause, the need for remedial action and any corrective actions will be documented and tracked in the fdn.

Manufacturer narrative:
(B)(4). The device has been received, however, the investigation is not yet complete.